Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:((B)(4).

Event description:
It was reported by the biomed that the device was blocked. No further information provided.

Manufacturer narrative:
Product complaint # (B)(4). This follow up is a correction for the initial report filed on 12/21/2017 this complaint was reviewed and was determined to be not reportable after categorizing this complaint with the correct failure code. No codes or an investigation summary will be attached to this follow up correction medwatch. Investigation summary: n/a. UDI: (B)(4).